Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy, the instrument did not fire at all. Surgical time was delayed by more than 30 minutes and there was tissue damage as well. The tissue damage was removed during the gastric pouch resection. No other adverse events were reported.

Manufacturer narrative:
(B)(4). This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the first four instruments found no abnormalities. During the firing cycles, a skip audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing rack. This examination noted sheared teeth on each instruments firing rack. The fifth instrument was received in its original sealed blister package. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.